Manufacturer narrative:
After receipt of the device and analysis, it was determined that the actuating jaws were actually dislocated, not separated as previously reported. Dislocated jaws are not associated with the possibility of a serious injury, therefore this malfunction is no longer reportable as it does not meet FDA reportability criteria.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.

Event description:
The cable of the frontrunner xp cto would not respond correctly. Its jaws and cable went forward when opening. The malfunction occurred prior to use on the patient.